Event description:
A zoll territory mgr contacted zoll customer support to report that a (B)(6) female patient was receiving excessive check belt alarms. The patient was issued a replacement belt.

Manufacturer narrative:
Device evaluation summary" device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) was confirmed. Upon investigation the electrode belt failed therapy electrode recognition test. The cause for the failure was isolated to an open black pulse wire inside of the trunk cable insulation. The root cause for the open wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The patient received a replacement electrode belt.